Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the interstim therapy was not working terribly well for her. Its holding the urine in but then without warning it will suddenly "squirt" out after about 3 hours. Patient was not sure if she wants to increase amplitude because she occasionally felt electric current going up and down her body from her shoulder down to her leg. Patient wondered if this was typical. Patient indicated she has already tried 3 programs. The patient reported that urine squirts out without warning happens off again on again but lately it was getting worse, but patient was not keeping records. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the urine squirting had been ongoing during the past year despite trying different intensities and settings. Electric current started around (b) 2017. It was intermittent. Patient also reported that she had recently not been experiencing this since the past month. Patient reported that the electric current often felt in shoulder at night just after going to bed, but in lower leg unpredictably, patient repeated she was not experiencing that anymore. Patient reported that the urine squirts out just before sitting on the toilet with no warning, or sometimes after starting up when patient had been sitting for a while. Patient reported she increased from 2.0 to 2.5 on setting number to see if that helps. Patient reported changing the settings periodically without much if an improvement. Patient reported an appointment with the urologist in 2 weeks.